Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased and died approximately two weeks post implant of the cardiac resynchronization therapy pacemaker (crt-p) system. The death is reported to be related to infection. No further information was received. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.